Event description:
The customer reported that during a shoulder arthroscopic procedure, the disc of the cannula fell into the surgical site. The surgeon was able to retrieve the detached part without injury to the pt and the procedure was completed as intended.

Manufacturer narrative:
Investigation results: to date, conmed linvatec has not received this device for evaluation. A follow-up report will be sent upon receipt of the device and completion of the investigation. Associated MDR# for same surgery: 1017294-2009-00155.